Event description:
Per the audiologist's report, this patient was hit on the implant side a month ago. Clinicians could not establish communication with the implant. An x-ray showed internal magnet migration. The surgeon performed a surgery to re-insert the magnet. Subsequent integrity testing was consistent with normal device function.

Manufacturer narrative:
This is the final report. This type of event is addressed in the device labeling.